Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012 around 8 pm, she had suffered a hypoglycemic episode and lost consciousness. Patient's husband found her around 9 pm and called paramedics. Paramedics administered dextrose IV to patient on the way to the hospital. At the hospital patient was treated with potassium, calcium and magnesium. Dexcom sought to obtain cgm's data from patient in order to investigate cgm readings around the time of the event but patient is unable to download and send her data at this time. At the time of her call to dexcom technical support, patient was feeling well.